Event description:
It was reported that the patient was experiencing pain in the device area and tightness in the jawline. It was noted that the patient had the device moved to 'another pocket' approximately one week prior. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.